Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed and duplicated the reported issue and isolated the issue to "faulty r608". No corrective or preventive action is required. This complaint will be included in on-going complaint trending analysis. Failure addressed with (B)(4).

Event description:
It was reported to vyaire that the vela ventilator alarmed "vent inop(motor fault) during start up". Customer confirmed that there was no patient involvement associated with the reported issue.